Event description:
The customer stated that the cell-dyn emerald analyzer generated a platelet result of 33 k/ul for a patient sample that was tested at a reference laboratory (method unknown) with a platelet result of 4 k/ul. The physician questioned the result of 33 k/ul. The sample was from an oncology patient. No adverse impact to patient management was reported.

Manufacturer narrative:
The cell-dyn emerald analyzer was plugged into a power strip during the testing documented in the customer complaint. The cell- dyn emerald system operator's manual recommends the power source to be a circuit dedicated to the system. The possibility of electrical current fluctuations in the power strip affecting the patient platelet result and the analyzer imprecision could not be eliminated. Based on the investigation which included review of submitted customer data, historical data, and product labeling, a product deficiency was not determined.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).